Event description:
Undefined resistance, not pacing. Dizzy and drop in bp. Returned 3/7/00 for undefined resistance, unable to pull leads out of connector block until setscrews loosened. Questioning connector block.